Event description:
The physician inflated a 4.0mm x 10mm sprinter legend rx balloon dilatation catheter to post-dilate a stent in the distal left main. It was reported that after the balloon was inflated to 10atm for 8 seconds, the balloon could not deflate. The physician tried to disconnect the indeflator and re-connect it, but the results were the same. The balloon catheter was retrieved to a position in the descending aorta and the balloon was inflated to 25atms in order to burst it. The patient was reported to be stable during the procedure, no patient injury occurred and no clinical sequelae were reported. Device evaluation: a longitudinal tear was present along the entire working length of the balloon. The balloon bond was necked. Cine image review: images confirmed the presence of a total occlusion in the proximal to mid lad. A tight lesion was also evident in the proximal lad. Images of the left main (lm) showing an inflated 4.0mm sprinter legend rx balloon were provided. Subsequent images show the removal of the balloon along with the guide catheter out through the vessel and through the aorta.

Manufacturer narrative:
Results: root cause of necked balloon bond and subsequent deflation difficulties cannot be determined. Conclusion: root cause of necked balloon bond and subsequent deflation difficulties cannot be determined. (B)(4).